Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
During a stenting treatment procedure in the left iliac artery, it was reported by the customer that, "the balloon ruptured, upon withdrawal part of the balloon material is missing. Used a stent to complete case." The procedure was successfully completed with a different device. Current patient condition is reported as "fine." Further information has been requested about this event.